Manufacturer narrative:
A health hazard evaluation was completed and it was determined that no new or additional risk has been identified. (B)(4). UDI #: unknown.

Event description:
It has been reported that during in-house testing, philips observed that the ¿hands-off¿ icon is not displayed when expected on the CPR meter when in use with the fr3 device.